Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had their catheter explanted on (B)(6) 2018 and was discarded. The patient's pump was explanted some time ago and the patient was requesting the catheter was removed as it was bothering him. When the doctor got in there the catheter had completely come out of the thecal sac and was balled up in a wad and that was what was causing the discomfort. The issue was resolved at the time of this report. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative. It was reported that it was unknown when the patient's discomfort due to the catheter had completely come out of the thecal sac and was balled up in a wad began. The patient did not reach out to the manufacturer, he met with the hcp and the hcp put him on the surgical schedule. No known contributing factors. Surgical removal occurred on (B)(6) 2018 without incident. The patient's relevant medical history was unknown. The patient's status at the time of this report was alive with no injury.